Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a crack under the objective glass cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset (demo) video telescope "endoeye hd ii", 5.4 mm, 0°, autoclavable to the service center. During a standard inspection and estimation of a customer returned asset, the objective glass cover was found to be cracked. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.